Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming due to an upstream occlusion. The alarm was acknowledged and the pump was restarted, but the pump continued to alarm. Reporter stated the cassette was tapped and pump restarted again, but the alarm persisted. The patient was redirected to the physician. The patient's treatment had started that day at 14:00 and the issue occurred at the hospital. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.